Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control evaluated the customers device and was unable to duplicate or verify the reported issue. The device was archived by physio-control and the customer was provided a replacement. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device shocked and shut off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related, the customer indicated in their medical judgement it's reasonable to conclude the device use did not cause or contribute to a serious injury or death.